Event description:
Lens was implanted in the left eye in 2003. Pt's first post op visit was ok. At a post-op visit on 4 months later the pt was found to have a secondary membrane so was scheduled to have yag procedure. The pt came in 6 days later for the procedure and after the eye was dilated, lens was found to have dislocated. It was decided then to have the lens removed and exchanged for another lens. The lens was removed on the following month for iol exchange. It is unk why the lens dislocated. The pt's best-corrected visual acuity at 8-days postoperative was 20/25.